Event description:
A customer reported that .5 cc of clear fluid leaked from their lh500 instrument probe. While it was dripping, the instrument generated "backwash not performed" error messages. The leak was not contained inside the instrument. However, there was no biohazard exposure to mucous membranes or open wounds. No erroneous patient results were generated for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found that the aspiration probe was bent and that the probe block (rb1) was not travelling properly causing the error messages. He replaced the probe and the blood sampling valve (bsv) to resolve the issues. The failure modes identified are likely to cause erroneous results for all parameters due to sample dilution for samples presented in the open vial. (B)(4).